Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination of returned set screw rod interface surfaces exhibit secondary wear / damage which inhibit determination of root cause with respect to rod/set screw interface loosening. Witness marks noted on mas crown typical of fully tightened set screw. Damage noted on external surfaces of multi-axial screws. The nature and location of the mas surface damage is consistent with the corresponding damage noted on set screw rod interface surfaces. Witness marks noted on mas crown typical of fully tightened set screw. Set screw interface witness marks at l4 (location of set screw disengagement) visually appear to be less pronounced when compared to the l5 and s1 and the sample cocr plus rod set screw rod interface witness marks. Additional abrasions also noted consistent with rod movement after set screw loosened.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s1. It was reported that the patient heard a pop sometime post-op. During a routine follow up visit 6 weeks post-op it was found that the set screws had backed out of the bone screws at l4. The rods moved posteriorly and caudal. The patient underwent a revision surgery with the replacement of the rods, l4 bone screws, crosslink and set screws. No additional patient complications were reported.